Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 9 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.